Event description:
International customer reported that a patient four days after implantation of the mesh device coughed and was nauseous with pain. The patient was returned to surgery and it was found that the mesh had torn in the middle. The mesh was repaired.

Manufacturer narrative:
(B)(4). Conclusion - a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.